Event description:
Patients were divided into large diameter (ld) group and normal diameter (nd) group. Patients in the large diameter (ld) group were treated with larger diameter zfen devices (either 34 mm or 36 mm). Patients in the normal diameter (nd) group were treated with less than/equal to 32 mm zfen devices. Patients were followed postoperatively by cta [computer tomography angiogram] and/or duplex ultrasound. Mean follow-up time was 22 months. One hundred (100) patients were treated from 2012-2017 with the zfen device. In addition to larger necks, patients in the large diameter (ld) group had shorter, and less angulated infrarenal necks. Percent oversizing was significantly less in the large diameter (ld) group. Large diameter (ld) group 19.05% +/- 18.25%. Normal diameter (nd) group 24.27% +/- 12.01%. Aaa diameter for patients in the normal diameter (nd) group: 58.5 mm +/- 9.6 mm. Aaa diameter for patients in the large diameter (ld) group: 61.0 mm +/- 17.4 mm. Infrarenal neck diameter for patients in the normal diameter (nd) group: 23.4 mm +/- 3.2 mm. Infrarenal neck diameter for patients in the large diameter (ld) group: 30.1 mm +/- 5.3 mm. Infrarenal neck length for patients in the normal diameter (nd) group: 4.7 mm +/- 3.44 mm. Infrarenal neck length for patients in the large diameter (ld) group: 2.6 mm +/- 2.9 mm. Infrarenal angulation for patients in the normal diameter (nd) group: 31.7 degrees +/- 19.4 degrees. Infrarenal angulation for patients in the large diameter (ld) group: 21.5 degrees +/- 12.1 degrees. Suprarenal angulation for patients in the normal diameter (nd) group: 24.8 degrees +/- 18.9 degrees. Suprarenal angulation for patients in the large diameter (ld) group: 16.5 degrees +/-15.8 degrees. Renal occlusive disease for patients in the normal diameter (nd) group: 18. Renal occlusive disease for patients in the large diameter (ld) group: 8. 1 patient (normal diameter (nd) group) had sma stent occlusion that required reintervention.